Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / provided. Additional device information unknown / not provided. Reporter name/address and email address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant disengaged from the driver and fell into the patient's mouth. Another implant placed.